Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address - postal code: (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotripsy (tul) procedure. When a kidney stone was fragmented using a laser under a flexible ureteroscope (the working channel size of the scope was 3.6 fr.) And the stone fragments that were located in the kidney and ureter were attempted to be retrieved using ncircle tipless stone extractor, but the basket could not be opened or closed. Another device (unknown detail) stocked at the hospital was used to retrieve the stones. The customer inspected the product prior to use to ensure no damage has occurred. A laser was not used while the basket was used. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The handle was not in the straight position towards the patient¿s body. The patient was not under anesthesia. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: medical device problem code (annex a) and component code (annex g). Event description: as reported, during a transurethral lithotripsy (tul) procedure. When a kidney stone was fragmented using a laser under a flexible ureteroscope (the working channel size of the scope was 3.6 fr.) And the stone fragments that were located in the kidney and ureter were attempted to be retrieved using ncircle tipless stone extractor, but the basket could not be opened or closed. Another device (unknown detail) stocked at the hospital was used to retrieve the stones. The customer inspected the product prior to use to ensure no damage has occurred. A laser was not used while the basket was used. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The handle was not in the straight position towards the patient¿s body. The patient was not under anesthesia. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. One n-circle tipless stone extractor was returned in a labeled package. The handle was actuated, and the basket did not open/close. The support tubing and sheath were broken at the handle. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows one other related complaint associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there was objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) provides the following information to the user: pre-cautions. Do not use excessive force to manipulate this device. Damage to the device may occur. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. The returned device was found to have basket that was not functional due to separation of the yellow support sheath at the handle. The cause for the separation could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.